Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with bent infusion set cannulas. Customer's blood glucose level went up as a result. Customer's blood glucose level was 400 mg/dl. Troubleshooting was declined. The device was not returned.